Event description:
During the procedure, after the device had crossed the heart valve, as the physician attempted injection the device separated at the hub. The device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.